Event description:
It was reported that during pulse generator changeout, an insulation anomaly was noted on the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.